Event description:
The customer reported while the dmr2 manual resuscitator was in use on a pt, the duckbill valve slipped from its housing. The pt subsequently expired, but the health care professional has stated that the malfunction did not cause or contribute to the pt's demise.